Event description:
Patient experienced a severe episode of diabetic ketoacidosis (dka) while wearing the pod for between 36 and 48 hours. Blood glucose rose up to 690 mg/dl, requiring hospitalization for more than one week. Treatment included intravenous insulin therapy and manual insulin injections under nurse supervision. The patient reported the issue was in result of user error, as they were not bolusing accurately.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.1. Hardware: iphone12.1. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.